Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 417 mg/dl with a ketone level identified as dangerous (diabetic ketoacidosis). The cause of elevated bg was unknown. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin and fluids. Additionally, the customer alleged that the pump history was missing data regarding the most recent supply change. Reportedly, treatment resolved the issue and customer sustained no permanent damage. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issues; however, the customer did not respond.